Event description:
No new information has been provided by the customer.

Manufacturer narrative:
The product was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to the customer site. The fse performed an observation of the customer reprocessing process and found that the customer is following the instruction for use (IFU). The facility received an overall satisfactory review from the fse facility summary form. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope was removed from medivator and an oily residue was found on it. There were no reports of patient involvement.